Event description:
Customer reported receiving an inaccurately high glucose reading (87 mg/dl) from her freestyle flash meter. Customer reported experiencing symptoms of disorientation and loss of consciousness; she then fell and injured her back and neck. Customer also reported she may have had a seizure as well, but is not able to recall the whole event. Customer's husband took customer to the hospital where she was diagnosed with severe hypoglycemia with a reading of 67 mg/dl per the hospital's meter. Customer was given orange juice and some crackers to counteract her symptoms.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.